Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -14.0/4.0/176 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023 as a replacement lens to address lens rotation not associated to a low vault but it did not resolve the problem. The reporter states that the lens still rotated. On (B)(6) 2023 the lens was explanted. Per additional information the patient requested that it be removed and not re-implanted .cause of event was unknown. See MFR # 2023826-2023-03770 for claim against the initial lens.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Additional data: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found the haptic broken and bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).